Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the craniotome neuro-tip was bent/damaged and the spacers had corrosion and were rusting (corrosion/rusting/pitting). It was further observed that the device had cosmetic wear, components, and bearing damage and vibration. It was further determined that the device failed pretest for visual assessment and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the bearing of the craniotome device might be worn out. During in-house engineering evaluation, it was observed that the neuro-tip was bent/damaged, and the device had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.